Event description:
Drive devilbiss healthcare received notification of an adverse event involving a knee walker that drive devilbiss healthcare imports and distributes. The patient was using the knee walker, when allegedly the seat pad broke off causing him to fall to the ground. He was immediately taken to martin memorial medical center south where x-rays and CT scans were taken. Several weeks later, on (B)(6) 2017, the patient was taken to st. Lucie medical center where allegedly a right total reverse shoulder replacement was performed due to a torn right rotator cuff. All of the information above has been provided by the patient's attorney.